Event description:
During intubation, they heard a "pop" and endotracheal (et) pilot balloon would not hold air. The balloon would not hold air, ventilator breaths leaking around et tube, patient required reintubation.